Event description:
Customer reported that the prisma machine was running on a critical ill patient when a scale malfunction alarm occurred. The nurse changed the fluid bags, but this would not allow continuing with therapy. Nurse did not return patient's bllod. Nurse hit the "end treatment" soft key and moved filter to another prisma machine. During this time, the patient's blood pressure decreased to 50. The nurse stabilized the patient.